Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a driveline fault alarm. No other adverse events were captured leading up to the driveline fault alarms. The center attempted to switch the patient to the back up system controller. While doing so, they could not get the driveline lock door to slide and lock in place. The patient was temporarily placed back on the primary system controller until he received a new system controller from the center.

Manufacturer narrative:
The reported event of the inability to lock the driveline connection with the backup system controller was unable to be confirmed as the product was not returned for evaluation. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 29 days. The device is expected to be returned for evaluation but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.